Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that their infusion set had a bent cannula. The customer was advised to monitor if issues persist. The customer's blood glucose at the time of the was over 600 mg/dl and have treated. Customer declined troubleshooting for high blood glucose readings and bent cannula. The insulin pump will not be returned for analysis.